Event description:
Unplanned (inappropriate) shocks by ICD and noted noise on the ventricular lead. Pt is also noted to have 126 episodes of nonsustained atrial events for which they did not receive therapy over the past 3 mos.